Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left-side rupture. Healthcare professional later reported per ultrasound findings, ¿multiple loculated fluid collection seen in around implant insertion." Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left-side rupture. Healthcare professional later reported per ultrasound findings, ¿multiple loculated fluid collection seen in around implant insertion." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: rupture: not observed in the photo openings in the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported, left-side rupture. Healthcare professional later reported per ultrasound findings, ¿multiple loculated fluid collection seen in around implant insertion." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.